Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable issue of aborted/cancelled procedure.

Event description:
It was reported during the ureteroscopic procedure, it was noted that the unit won't turn on. The procedure was not completed due to this event. There was no patient complications reported.